Event description:
The customer reported that while the unit was in use on a patient, the unit generated an "autofill required" alarm. The unit had been placed on standby after the last automatic autofill (unit set in 2-hour autofill cyle). When an attempt was made to take the unit off of standby and resume pumping shortly before the beginning of the next autofill cycle, the aforementioned alarm was generated. The pt expired at the same time as this alarm.